Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES fingerprint scanning was delayed.The customer reported that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 17-APR-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the device's driver not updated. A technical support specialist (TSS) dialed into the station, placed the ES Lumi driver Update 1.3.0.10 file to the D drive, logged in as CareFusion admin, uninstalled and reinstalled the Lumidigm software, tested biometric identifier functionality in hardware test application (HTA), and rebooted the station. The biometric identifier function was verified to be working properly after the update. The system functioned as intended after the technical support specialist troubleshot the device.